Event description:
Spontaneous call from patient who reported that one set of tubing had a kink in it straight from delivery. She did not use it at all. She also reported that 3 out of 27 mini spikes that she received were faulty. She stated that after spiking the diluent bottle, her husband (who assists her with the mixes) was unable to draw anything up into the syringe. Most of the spikes worked. Only 3 did not work. Unknown if her doctor if aware. Mini spikes: no lot number available, lot expiration date 6/2/2022; cadd set: no lot number available, lot expiration date 6/2/2022. I believe she said the defective items were thrown away not available for return. No other information provided. Reported to (B)(6) by pt/caregiver.